Event description:
On (B)(6) 2014, the patient reported that there was a leak in her insulin cartridge. She stated that there was insulin in the insulin cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.